Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a blank screen was observed. There was no reported patient involvement. The technician recommended replacing the device's lcd display to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.